Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor alarm and also critical pump error alarm. Customer's blood glucose value was unknown. The customer stated that they were not able to clear the alarm. Customer also stated insulin pump had cosmetic damaged on back. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be return for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm and a broken force sensor was detected during seating or regular delivery error alarm, problem isolated to the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.